Event description:
Customer was hospitalized for high blood glucose levels. Customer stated she passed out and was found by her friend. Paramedics were called to the customer's home. Insulin pump was not available for troubleshooting at time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.